Event description:
It was reported that the customer received multiple occlusions. The customer's blood glucose level was not impacted. As the customer was not currently receiving an occlusion alarm, tandem technical support was unable to troubleshoot to determine a possible cause of these past occlusions.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.